Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy and nausea. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a back to back blood test was performed by the customer pm fasting and produced test result of 308 mg/dl using true metrix air meter. Customer stated that this result is high for her. The customer¿s expected blood glucose test result range was not provided. The customer reported feeling dizzy and nauseous; medical attention was not needed at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is (B)(6) 2024, and open vial date is (B)(6) 2023.

Manufacturer narrative:
Sections with additional information as of 09-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.